Manufacturer narrative:
(B)(4). Concomitant medical products: 31-301857-arcos taper disasmbly 60mm 0mm-zb150601. The reported event was unbaled to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device location unknown.

Event description:
It was reported the arcos 60mm taper disassembly tool either stripped or broke off the proximal inner thread of the proximal size c 60mm body. Attempts have been made and additional information on the reported event is unavailable at this time.